Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The instrument was found to have charring and localized melting at the yaw pulley. The probable root cause cannot be determined based on the information provided and failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer noticed that the maryland bipolar forceps instrument did not coagulate/cauterize properly. The instrument was removed and replaced with a backup. Following this, the customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.